Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty (ptca). The 90% stenosed lesion was located in a severely tortuous and moderately calcified left anterior descending (lad). The lesion was pre-dilated with 2.50 x 12 mm semi compliant balloon. A 2.75 x 48 mm synergy drug eluting stent was deployed. The stent was fully expanded and deployed at 11 atmospheres with no issues encountered. The stent was post dilated with a 2.75 x 10 mm and 3.00 x 12 mm non compliant balloon. After post dilation, a flow was limited, and a dissection occurred at the at proximal edge of the stent. Another 3.00 x 28 mm synergy stent was deployed it proximally and overlapping to cover the dissection and completed successfully the procedure. There were no further patient complications, the patient was stable and fully recovered post procedure.